Manufacturer narrative:
(B)(4). The reported instrument has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported, while removing the broach, the strike plate broke. There was no patient impact or harm reported. It was confirmed that no further information could be provided.